Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high and low blood glucose event. Blood glucose level at the time of the incident was as high 33.3 mmol/l and as low -2 mmol/l. Customer stated they had experienced low and high blood glucose event for 2 months. Customer was treated with food. Customer has been using the insulin pump system within 48 hours of reported high and low blood glucose event. Customers last blood glucose reading was 19.1 mmol/l. The insulin pump will not be returned for analysis.